Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc 24, off-label use - implanting within the ascending thoracic aorta film evaluation summary: lack of exclusion of the pseudoaneurysm located in the ascending thoracic at the anastomosis site of a previous open repair was confirmed post-implant; however, the exact cause could not be determined from the films returned. Per r & d analysis of the returned fluoro¿s and CT¿s, the device appeared to be in the approximate same position at the time of the secondary procedure, as compared to the index procedure. No clear root cause has currently been identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 6 cm valiant navion cuff was implanted for the endovascular treatment of a thoracic pseudoaneurysm at the anastomosis site of a previous open repair. The navion cuff was deployed under rapid pacing. It was reported 3 weeks post the index procedure the patient returned for a follow up,cta identified that the pseudoaneurysm had not been excluded. To treat this event, the physician deployed a second navion cuff successfully. Per the physician, the cause of the event is that the device had ¿stacked¿ along the greater curvature and lost seal although that had not been identified in any way. It was noted that the first three proximal stents may have nested, resulting in displacement of the proximal fabric edge along the outer curve of the anatomy. No additional clinical sequelae were reported and the patient is fine.